Event description:
A customer reported that their pump was not accepting a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was able to resolve the issue by replacing the cartridge with a new one, successfully resuming insulin deliveries, and no further assistance was required.